Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove (dispenser coil); however, factors that may contribute to difficulty removing the device from the dispenser coil include, but are not limited to, kinks, damage to the dispenser coil, or procedural technique. Handling during the difficult removal from the coil likely caused the reported difficulty to remove the sheath and stylet. Additionally, the stent likely dislocated during difficult sheath removal due to inadvertent mishandling of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that upon opening of the 2.50x33 mm xience skypoint stent delivery system (sds) there was resistance removing the sds from the dispenser coil. Additionally, there was resistance when removing the stylet/protective sheath and the stent was dislocated on the balloon. The device was not used and there was no patient involvement. An unspecified device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.